Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the flexvisionpc did not start up after replacing the host pc. Review of the system log file showed that a frame grabber card initialization error in the flexvision pc resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the system. The frame grabber card in the flexvision pc failed. Upon investigation fse found a software error. Fse reinstalled the flexvision pc software. After reinstallation of software the system was returned to good working condition. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the flexvision pc did not start after the host pc was replaced. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the software. After the software was re-installed, the system was returned to use in good working order.